Event description:
It was observed that during the device evaluation, the camera head exhibited flooding of the main body, imaging section, and cable. Additionally, corrosion was found on the scope mount. There were no reports of patient involvement.

Manufacturer narrative:
E.3 is non-healthcare professional. The device was returned to olympus for evaluation and the evaluation found the device was flooded with water in the main body, imaging section, and cables. Additionally, there was corrosion of the scope mount. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use: the following is described in the ¿warning¿ section of ¿precautions for cases where endoscopic images disappear unexpectedly, or freeze cannot be released¿ - if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. - do not drop the camera head or allow it to strike other objects. Water leakage could damage the electrical circuits inside the camera head. The following is described in the section ¿positioning the endoscopic image¿ - move the endoscope mount lock in the downward direction to unlock the endoscope mount. The main body swings down with the force of gravity. - hold the endoscope mount and rotate the main body so that the top of the endoscopic image is always displayed vertically on the monitor. -when locking the position of the main body, move the endoscope mount lock in the upward direction to lock the endoscope mount. *caution: do not rotate the camera head too many times in the same direction. The camera cable may become twisted, causing equipment failure. Olympus will continue to monitor the field performance of this device.